Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that a very small amount of bleeding occurred when tissue was cut after sealing even though an end tone, indicating a completed seal cycle, had been heard. Another device was used to complete the procedure without incident. There was no tissue damage and no pt injury.